Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loss of fluid column requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was noted to be challenging due to the anatomy. The steerable guide catheter (sgc) was advanced into the anatomy; however, the fluid column was lost as the dilator was removed. Aspiration was performed, but air still entered the sgc. The sgc was removed and tested on the back table, but no issue was noted. A new sgc was used to complete the procedure. Three clips were implanted, reducing the mr to 2. No additional information was provided.